Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Review of the log files show that several high blower temperature alarms were visible on the logs as well as a blower failure alarm. A temperature of 128 degrees celsius was also noted on the logs. The blower of this unit is damaged due to a blocked filter which is due to a lack/inadequate maintenance. The main electronics will also be replaced.

Event description:
The customer reported blower failure alarms are triggered. At this time, the customer did not have any information regarding the occurrence of the alarms as well as the patient involve with this reported issue.

Manufacturer narrative:
The blower of the defective has been replaced.